Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s device changeout procedure a slice was noted in the insulation on the hvb (high voltage rv coil electrode) leg of the right ventricular (rv) lead. The rv lead was repaired and remains in use. No patient complications have been reported as a result of this event.